Manufacturer narrative:
Method: internal memory was reviewed for this device. Conclusion: this report is being filed as it cannot be concluded that recurrence will not result in a delay of therapy.

Event description:
AED self test failure. (B) (4).